Event description:
It was reported that the patient visited the hospital due to discomfort. Oversensing and pacing failure were confirmed during a device check, along with noise, increased threshold, and high impedance. A temporary pacing lead was implanted. The next day during the replacement procedure, lead fracture was suspected based on analyzer measurements, and there was low impedance when the patient breathed deeply. The rv (right ventricular) lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5568-53 implantable pacing lead, (B)(6) 1999. (B)(4).